Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported issue were identified. Mckesson initially requested a hex file to adjust the flow rate offset on the device. During review of this request, it was identified that the 30 psi occlusion calibration value also required adjustment. A hex file was provided to the end user to update the calibration, adjusting the 30 psi value from 307 to 287. Following application of the hex file, the device passed all required performance testing. This failure mode is being evaluated under CAPA-15, ¿occlusion sensor pm complaint trends.¿

Event description:
Pump sn (B)(6) was evaluated by mckesson. A request was made for a hex file to adjust the flow rate offset on the device. Upon review of the hex file request by service, it was identified that the 30 psi occlusion calibration value also required adjustment, with the value changed from 307 to 287. The issue was identified during service testing only. No patient involvement or adverse event was reported.